Event description:
It was reported that an endotracheal tube cuff was deflating throughout an operating room case, requiring re-intubation. A blue piece was stuck into the device elbow causing further delay for ventilation. No report of patient injury.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for investigation. Visual inspection occurred and no visual defects were detected. A leak test was performed and the device failed the test. The complaint is confirmed. In order to find the specific area of leakage, the sample was submerged in a container of water. It was detected that the leak was from the area where it was attached to the tracheal tube. According to the customer's report, the product was found damaged until its use, during the pre-check no leakage or damaged was reported on the inflation system (cuff) according with the instructions for use, and it was until it was introduced into the patient when it leaked or get damaged, the root cause could be due to improper use of the product. No corrective actions are required. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.